Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
Advocate called stating his wife received a blood glucose reading of 32mg/dl on the contour next link. She did not experience any symptoms. Her nurse repeated the test on a different meter and the reading was 139mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.